Event description:
It was reported that damage to the delivery system catheter occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was being implanted. Resistance was felt upon unsheathing and forming the flx ball. After the point of the flx ball, the closure device deployed normally. However, the closure device was recaptured and replaced with a 27mm watchman flx laa closure device. Upon removal of the 31mm watchman flx closure device, a hole in the catheter of the delivery system was observed. No patient complications were reported.

Event description:
It was reported that damage to the delivery system catheter occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was being implanted. Resistance was felt upon unsheathing and forming the flx ball. After the point of the flx ball, the closure device deployed normally. However, the closure device was recaptured and replaced with a 27mm watchman flx laa closure device. Upon removal of the 31mm watchman flx closure device, a hole in the catheter of the delivery system was observed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a 31mm watchman flx delivery system (flx) with blood in the device. The implant was deployed outside the sheath still threaded to the core wire. Analysis of the core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath. The distal marker band on the sheath was kinked. There was tip damage consisting of abrasions on the inside of the sheath at the distal end, and the tri-cuts were flared. There was a hole in the sheath 3cm distal of the white snap fit portion of the connector. No other damage or defects were observed. Functional testing was performed by recapturing the implant, creating the flx ball, deploying and recapturing again with no issues or resistance. Product analysis confirmed the reported event of damaged sheath, as there was a hole in the sheath. Product analysis could not confirm the difficulty deploying as functional testing passed and clinical circumstances could not be replicated.